Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated the patient's weight is (B)(6) according to the practice .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had pain at the pocket. A factor that may have led to the issue was that the patient had a fall. The issue occurred in (B)(6) 2019. No diagnostics/troubleshooting were performed but as an intervention, a pocket revision was performed. It was noted that since the patient has had the device for 3 years, the physician opted to replace during the pocket revision procedure. The issue was reported as resolved at the time of report. There were no further complications reported or anticipated.